Manufacturer narrative:
The cycler was returned for evaluation and the complaint is not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances. A second simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance and cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A DHR search found no related items.

Event description:
Patient called in fill 2 of 5, having filled 1263 ml/2000 ml and the cycler keeps receiving the fill complication encountered alarm. Patient indicated that he did not have any problems in setup procedure the pin was not pushed in, clamps are open. During the call, he stated that he drained 7054 ml in drain 1. The patient is feeling fine at time of call. Cycle 0: 70 ml cycle 1: 2001 ml drain- 7054 ml cycle 2: 1273 ml the reported drain volume of 7054ml is 353% of the expected drain volume resulting in a reportable device malfunction. Additional information has been requested.